Manufacturer narrative:
A: under european pt laws & regulations, pt info is considered strictly confidential and will not be disclosed by the hospital. The device was not returned to ge healthcare for evaluation. The event occurred since the user plugged lead wires into incorrect sockets of the pt acquisition module. Steps are being taken to prevent misuse of the leadwires, by including a warning statement in the instructions for use for future leadwires. The following warning statement is displayed in new instructions for use included with leadwires: "caution. Trace each individual leadwire from its colored ID'ed connector back to the acquisition module label to insure that it is matched to the correct label location. Improper connection will cause inaccuracies in the ECG."

Event description:
It was reported that the 2 blocks of 5 pt ECG leads had been interchanged. The resulting ECG was good, but showed the pt had an mi and was about to be treated for a heart attack. No pt injury was reported.